Manufacturer narrative:
Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 09-apr-2024, it was reported that the patient faced an issue with infusion set as the tape was not sticking after a bath. The issue occurred with two infusion sets on 01-apr-2024 and 04-apr-2024. Moreover, the infusion was used for one day for one event and two days for second event. No further information was available.